Event description:
It was reported that the patient underwent posterolateral fusion and arthrodesis from t12 to s1 and anterior-posterior fusion. Interbody cages, posterior instrumentation, rhbmp-2/acs and local bone graft were used. 113 days post-op, the patient presented for an office visit and reported that the "pain has significantly and dramatically improved." 261 days post-op, the patient presented with low back pain. Per the physician's notes, the patient "rates the pain 7/10 at best, and 10/10 at worst. The patient describes pain as dull, achy and continuous pain to low back radiating to bilateral buttocks and thighs." 476 days post-op, a CT scan was read to indicate "fusion of the lumbosacral spine at every level with bilateral pedicle screws and posterior construct. There is no evidence of hardware complication or tear out. There are interbody bone cages at l2-3, l3-4, and l4-5. There appears to be incorporation at the fused disc levels with some new bone. There is a focal 1 cm sclerotic lesion at the t12 vertebral body that could represent a possible bone island. However, there is some mild internal enhancement. There are not additional lytic or blastic destructive changes to bone. There is no evidence of fractures or dislocations. The paraspinal soft tissues are unremarkable." An MRI indicated - an area of fluid signal consistent with pseudomyelocele in the posterior soft tissues behind l2, l3, and l4. There is no significant spinal canal stenosis centrally. There is multilevel facet degenerative disease. There is moderate bilateral neural foraminal narrowing at l4-l5, but no obvious impingement. 517 days post-op, a CT scan was interpreted to indicate no evidence of hardware complication. Bony fusion of the interbody fusion devices with the adjacent endplates. A 1cm sclerotic lesion at t12, probably a bone island, without significant change. 537 days post-op, the patient underwent a left l5-s1 hemilaminectomy, pedicle osteotomy and pediclectomy decompression and internal neurolysis of the left l5 and s1 nerve roots to treat left l5 and s1 radiculopathy and sciatica. Per the operative notes there were no complications. 245 days after the revision surgery, an MRI of the lumbar spine was interpreted as follows: l1 through s1: posterior multilevel fusion with pedicular screws are noted. No evidence of significant central spinal stenosis or foraminal narrowing is present. Overall appearance is stable compared to previous exam. An MRI of the left hip/pelvis was performed due to patient reports of left hip pain. The MRI indicated osteoarthritis of the left hip joint without acute fracture, dislocation, or subluxation. 415 days post-op, the patient underwent a left l4/5 translaminar epidural steroid injection. No complications were noted. 441 days post-op, the patient underwent nerve conduction studies which were interpreted to show h reflex latency was poorly identified on the left side abnormal study. Spontaneous activities in paraspinal muscles are expected after spinal surgery and also could be seen in patients with lumbar radiculopathy. Therefore it is difficult to distinguish if the axonal degeneration in paraspinals is secondary to lumbar radiculopathy or previous back surgery. However, above findings are supportive of chronic l5, s1 nerve root irritation on the left side. 654 days post-op, the patient presented for consultation. Per the physician's notes, the patient "states that since the third epidural, she is in worse pain with her low back and radiating left l4, l5 and s1 radiculopathy." She does have incidental right s1 pedicle screw fracture, which is nondisplaced. Nonetheless, she has developed regrowth of bony facet arthropathy with compression of the neural elements at l5-s1 and some degenerative disk disease at l5-s1, which is progressively getting worse.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).